Event description:
It was reported that the patient experienced screw breakage at one year after implantation, then another screw breakage occured at two years post surgery. The patient was reportedly asymptomatic.

Manufacturer narrative:
The viper sc system as it is not sold in the us nor is it similar to any devices sold in the us. Viper sc is a not a rigid construct; the loading scenario is very different from rigid fixation. The malfunction is therefore not a reportable incident.